Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. As a precaution, the cables, connectors and power supplies were reseated. The transformed primary lap and brightness on right monitor were readjusted during service. The system was tested and found to be working as intended and put back into service.